Manufacturer narrative:
The batch record review for radiesse, lot a00149710, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00149710) and no similar event were noted. Assessment by merz: the reported events occurred in a compatible local relationship. Onset date of the events was within 10.5 months after the first injection and within 4.5 months after the second injection which is a long latency but still possible. Injection site inflammation and injection site induration are expected based on currently valid EU MDR IFU leaflet of radiesse. The reported painful/tender, swelling, warm and reddened are considered to be symptoms of injection site inflammation and therefore were not coded. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse with sodium chloride for injection into the lower face is not approved based on currently valid EU MDR IFU leaflet of radiesse. Possible confounding factors include the patients medical history of systemic lupus erythematosus and anti-tnf-alpha therapy. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 08-jan-2026: this case was upgraded to serious. The event filler granuloma was added. The events inflammatory process and indurations were deleted. The outcome of the event was considered as not resolved. The added event occurred in a compatible local relationship. Onset date of the event was within 10.5 months after the first injection and within 4.5 months after the second injection, which is a long latency but still possible. Injection site granuloma (serious) is expected based on currently valid EU MDR IFU leaflet of radiesse. The reported painful/tender, swelling, warm, reddened, inflammatory process, indurations and hard are considered to be symptoms of injection site granuloma (serious). Possible confounding factor includes the patient's medical history of systemic lupus erythematosus and concomitant therapy with etanercept, as well as previous hyaluronic acid fillers injection, but very sparse information was provided. However, the reported injection site reaction can occur after the treatment with radiesse. In the opinion of the reporter, there was an immunological reaction to radiesse or other components of it under immunosuppression in the context of underlying autoimmune disease. In this case, the granuloma was histologically confirmed and the patient received comprehensive treatment with a non-resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case was upgraded to serious with the serious event injection site granuloma, because treatment was deemed necessary to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a swiss physician and concerns a female patient in her 50s. The patient was injected with radiesse 1.5 ml, into the lower third of the face, on (B)(6) 2025 and on (B)(6) 2025. Batch number was reported as a00149710 (expiry date: 18-feb-2026). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00149710 (expiry date: 18-feb-2026). A lot search on the global safety database was conducted. Radiesse 1.5 ml was diluted with 1.5 ml of sodium chloride (nacl) (product preparation issue, off label use of device) and blunt injection was used. It was well tolerated. The patients medical history included systemic lupus erythematosus for years. Her concomitant medication included anti-tnf-alpha therapy. The patient denied any treatments since (B)(6) 2025. She was not pregnant. In 2025 (also ambiguously reported on 02-dec-2025), after the radiesse 1.5 ml injection, the patient experienced suspected inflammatory process. In 2025, she also experienced indurations on both sides. A few days prior to the time of this report, she experienced painful swelling on both cheeks. An examination revealed warm, slightly reddened cheeks and multiple, but indistinctly defined, tender indurations bilaterally. She had no fever. There was a suspicion of an inflammatory process. On (B)(6) 2025, a day prior to the time of this report, the physician prescribed antibiotics. The outcome of the event suspected inflammatory process was reported as not resolved. The outcome of the event indurations was unknown. In the opinion of the reporter, the event suspected inflammatory process was possibly related to radiesse 1.5 ml. Follow up information was received on 08-jan-2026: this case was upgraded to serious. The event filler granuloma was added. The events inflammatory process and indurations were deleted. The patient was injected with radiesse 1.5, subcutaneously using a 25 g cannula from preauricular fan-shaped in the anterior lower third of the face, for collagen stimulation. The patients previous aesthetic treatment included hyaluronic acid fillers elsewhere, years prior to this report. According to the history there were no problems. Concomitant medication included etanercept subcutaneously, once per week. In 2025, after the radiesse 1.5 ml injection, the patient experienced filler granuloma. As a corrective treatment, the patient was prescribed with augmentin for 10 days, with rapid improvement of local signs of inflammation. The induration was unchanged and was poorly defined, hard and grape-sized. The patient was referred to (B)(6) shortly before christmas after the local infection flared up again following discontinuation of antibiotics. On (B)(6) 2025, a biopsy was performed and the finding was external history granuloma with filler remnants. The reporter was awaiting for the written biopsy report. The diagnosis was filler granuloma. There was a possibility that the histology showed hyaluronic acid remnants as filler granuloma or remnants of radiesse 1.5 ml. A steroid injection was planned for (B)(6) 2026. Due to the provided information, the outcome of the event was considered as not resolved. In the opinion of the reporter there was an immunological reaction to radiesse 1.5 ml or other components of the filler under immunosuppression in the context of underlying autoimmune disease. The causal relationship to treatment with radiesse 1.5 ml was not excluded due to the patients lupus. There were no malfunctions or device deviations during the treatment.

Manufacturer narrative:
The batch record review for radiesse, lot a00149710, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00149710) and no similar event were noted. Assessment by merz: the reported events occurred in a compatible local relationship. Onset date of the events was within 10.5 months after the first injection and within 4.5 months after the second injection which is a long latency but still possible. Injection site inflammation and injection site induration are expected based on currently valid EU MDR IFU leaflet of radiesse. The reported painful/tender, swelling, warm and reddened are considered to be symptoms of injection site inflammation and therefore were not coded. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse with sodium chloride for injection into the lower face is not approved based on currently valid EU MDR IFU leaflet of radiesse. Possible confounding factors include the patients medical history of systemic lupus erythematosus and anti-tnf-alpha therapy. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 08-jan-2026: this case was upgraded to serious. The event filler granuloma was added. The events inflammatory process and indurations were deleted. The outcome of the event was considered as not resolved. The added event occurred in a compatible local relationship. Onset date of the event was within 10.5 months after the first injection and within 4.5 months after the second injection, which is a long latency but still possible. Injection site granuloma (serious) is expected based on currently valid EU MDR IFU leaflet of radiesse. The reported painful/tender, swelling, warm, reddened, inflammatory process, indurations and hard are considered to be symptoms of injection site granuloma (serious). Possible confounding factor includes the patient's medical history of systemic lupus erythematosus and concomitant therapy with etanercept, as well as previous hyaluronic acid fillers injection, but very sparse information was provided. However, the reported injection site reaction can occur after the treatment with radiesse. In the opinion of the reporter, there was an immunological reaction to radiesse or other components of it under immunosuppression in the context of underlying autoimmune disease. In this case, the granuloma was histologically confirmed and the patient received comprehensive treatment with a non-resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case was upgraded to serious with the serious event injection site granuloma, because treatment was deemed necessary to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a swiss physician and concerns a female patient in her 50s. The patient was injected with radiesse 1.5 ml, into the lower third of the face, on (B)(6) 2025. Batch number was reported as a00149710 (expiry date: 18-feb-2026). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00149710 (expiry date: 18-feb-2026). A lot search on the global safety database was conducted. Radiesse 1.5 ml was diluted with 1.5 ml of sodium chloride (nacl) (product preparation issue, off label use of device) and blunt injection was used. It was well tolerated. The patient's medical history included systemic lupus erythematosus for years. Her concomitant medication included anti-tnf-alpha therapy. The patient denied any treatments since (B)(6) 2025. She was not pregnant. In 2025 (also ambiguously reported on (B)(6) 2025), after the radiesse 1.5 ml injection, the patient experienced suspected inflammatory process. In 2025, she also experienced indurations on both sides. A few days prior to the time of this report, she experienced painful swelling on both cheeks. An examination revealed warm, slightly reddened cheeks and multiple, but indistinctly defined, tender indurations bilaterally. She had no fever. There was a suspicion of an inflammatory process. On (B)(6) 2025, a day prior to the time of this report, the physician prescribed antibiotics. The outcome of the event suspected inflammatory process was reported as not resolved. The outcome of the event indurations was unknown. In the opinion of the reporter, the event suspected inflammatory process was possibly related to radiesse 1.5 ml. Follow up information was received on 08-jan-2026: this case was upgraded to serious. The event filler granuloma was added. The events inflammatory process and indurations were deleted. The patient was injected with radiesse 1.5, subcutaneously using a 25 g cannula from preauricular fan-shaped in the anterior lower third of the face, for collagen stimulation. The patient's previous aesthetic treatment included hyaluronic acid fillers elsewhere, years prior to this report. According to the history there were no problems. Concomitant medication included etanercept subcutaneously, once per week. In 2025, after the radiesse 1.5 ml injection, the patient experienced filler granuloma. As a corrective treatment, the patient was prescribed with augmentin for 10 days, with rapid improvement of local signs of inflammation. The induration was unchanged and was poorly defined, hard and grape-sized. The patient was referred to dermatology at university hospital zurich (usz) shortly before christmas after the local infection flared up again following discontinuation of antibiotics. On (B)(6) 2025 a biopsy was performed and the finding was external history granuloma with filler remnants. The reporter was waiting for the written biopsy report. The diagnosis was filler granuloma. There was a possibility that the histology showed hyaluronic acid remnants as filler granuloma or remnants of radiesse 1.5 ml. A steroid injection was planned for (B)(6) 2026. Due to the provided information, the outcome of the event was considered as not resolved. In the opinion of the reporter there was an immunological reaction to radiesse 1.5 ml or other components of the filler under immunosuppression in the context of underlying autoimmune disease. The causal relationship to treatment with radiesse 1.5 ml was not excluded due to the patient's lupus. There were no malfunctions or device deviations during the treatment.